Event description:
It was reported that the hospital biomed was performing a planned maintenance activity on the unit. When ac power was disconnected, the unit did not switch to battery backup. No alarm sounded. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.